Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they would go high and receive no alarms. The customer added that their blood glucose levels would normalize when using another pump and go high with their pump. Troubleshooting was not completed but the pump passed a displacement test and got no unexpected alarms. The insulin pump will not be returned for analysis.